Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the breathing circuit was tested using a multimeter. A continuity test was used to locate the break in the heater wire. Results: the inspiratory limb heater wire was outside of specification for that product. The inspiratory heater wire was open circuit due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed one other similar complaint for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heaterwire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of complaints involving electrical open circuits in heater wires in adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of (B)(4) 2010.

Event description:
A distributor in (B)(6) reported that the inspiratory tube of an rt200 adult dual heated breathing circuit "did not heat". This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A distributor in (B)(6) reported that the inspiratory tube of an rt200 adult dual heated breathing circuit "did not heat". This was found prior to patient use.